Event description:
An iol reply card was received with the report of damaged. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that the lens got stuck in the lens cabinet and it got beat up pretty good to the point where no doctor would use it, there was no contact with the patient.

Manufacturer narrative:
Additional information was provided in b.5. And h.10. Based on information received following submission of the reports, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).